Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The no delivery alarm functioned properly. The insulin pump received with missing end cap sticker, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose of 420 mg/dl. The customer's blood glucose was 385 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection and the insulin pump. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump failed. The customer mentioned that the insulin pump had missing dome label. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.